Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode and ceramic (as one piece) separated from the bottom jaw and still attached to the active rod. The device was connected to the generator and it was recognized. Because of the condition of the device not all testing was performed with the generator. The condition of the ceramic/electrode prevented the functionality of the device. It was not possible to cycle the jaw open and closed. The electrode prevented the functionality of the jaw due to interference between the blade and electrode and did not allow the opening and closing of the jaws.

Event description:
It was reported that during a hiatal hernia procedure, the insulated electrode on the lower jaw popped up. It stayed attached to the device and did not fall into the patient. The device was used to complete the procedure. The surgeon used the device to cut suture when this occurred. There was no patient consequence.